Manufacturer narrative:
Patient ID and weight were not provided for reporting. Date of event is unknown. Reporter contact number was not provided for reporting. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent initial surgery on (B)(6) 2017. Post-operative, after couple of weeks, the distal radius plate broke. Patient was revised on (B)(6) 2018. Broken device was removed easily. Surgery was completed successfully. Patient outcome was reported as good. Patient required second revision surgery. Second revision surgery is captured under (B)(4). Concomitant devices reported: cortscr ø2.4 self-tap l16 tan (part# 401.766, lot# l328230, quantity 1), cortscr ø2.4 self-tap l16 tan (part# 401.766, lot# l624038, quantity 1), cortscr ø2.4 self-tap l20 tan (part# 401.770, lot# l119551, quantity 1), screws (part# unknown, lot# unknown, quantity 5). This report is for one (1) 2.4mm ti va-lcp drsl dstl rad t-plate/3h hd/5h shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part number: 04.115.350, synthes lot number: l333213: release to warehouse date: 14 march 2017, manufacturing site: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. X-ray reviewed: narrative could be verified from provided x-rays. A product investigation was conducted. The investigation has shown that the plate is broken as complained. The breakage occurred at the va6 plate hole. Both broken parts were returned for investigation. The plate presents normal signs of use. The review of the device history record revealed that this implant was manufactured in march 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Review of raw material certificate indicates that material conforms to specifications. The critical features in regards to this breakage are the plate thickness, the thread zero point, the plate width and the slot length. These features were checked during manufacturing as well as on the returned implant. All measurements have shown that the dimensions are in accordance with the technical drawing. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The exact cause of failure cannot be determined; a material or manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.